Event description:
The customer reported a communication error e226 involving an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Confirmed failure of: e216(scope communication err) occurred. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e226, s-connector was dirty, and corrosion on distal end. Based on the results of the investigation, it's likely the e216(scope communication err) occurred due to corrosion on plug unit. Additionally, it's likely the s-connector was dirty due to water leakage and there was no electrical continuity due to corrosion on distal end. However, a definitive root cause of these events could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.